Event description:
During a pta treatment procedure to dilate a light lesion in an existing dialysis graft, the balloon separated from the catheter. Access was obtained through the left subclavian and a 6 fr sheath was inserted into the left av fistula. The ultra-thin diamond balloon catheter was advanced over the wire to the lesion site. Three inflation's were accomplished, the first to 10 atm for 90 seconds, the second to 3.5 atm for 60 seconds and a third to 24 atm for 120 seconds. The balloon was inflated a fourth time to 25 atm for 90 seconds, when it ruptured and separated from the catheter shaft (rbp-15 atm). The catheter was removed and the sheath exchanged for an 8 fr. A micro-vena goose neck snare device was inserted over the wire and the physician made multiple attempts to retrieve the balloon material, which were unsuccessful. The sheath was again exchanged and a 10 fr was inserted followed by a 5 fr walrus in another attempt to retrieve the balloon material. This maneuver was also unsuccessful. The physician then advanced a 5 fr bernstein catheter over the wire and placed a wallstent to secure the balloon material against the vessel wall. Another ultra-thin diamond balloon was used to post dilate the wallstent. Digital angiography was then performed to the physician's satisfaction and the procedure was successfully completed. No patient injury or complications reported. The patient was discharged to home.